Event description:
It was reported that, "patient was revised for dislocation and pain. Cup had been vertical since 2003."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.